Event description:
It was reported that a malfunction with the code "malf 12" occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and no further malfunctions occurred after the reset. The customer was instructed to continue using the pump and to call back if the issue repeated.